Manufacturer narrative:
Product analysis summary: the device was returned to medtronic for evaluation. The stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was reported that both stents dislodged during attempted delivery through the lesion. It was stated that when the first stent dislodged, it was decided to use another shorter length, however this stent also dislodged. Resistance was noted during withdrawal of the devices but excessive force was not used. Intervention was required to remove the dislodged stents from the patient and a vascular surgeon was involved. The patient was reported to be alive with no further injury. Section b1 adverse event/product problem. H1 type of reportable event. Initial reporter name and phone number provided. Lot number updated. Correction: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure attempts were made to use two resolute onyx coronary drug eluting stents to treat a lesion located in the left anterior descending (lad) artery. The devices were inspected prior to use with no issues noted. The lesion was pre-dilated. The resolute onyx stent (lot 0011927309) did not pass through a previously deployed stent. Excessive force was not used during delivery of both devices. It was reported that both stents dislodged during delivery through the lesion. The dislodged stents were removed from the patient. When the resolute onyx stent (lot number 0226461484) was removed from the patient, the stent struts were noted to be damaged. The patient was reported to be alive with no injury.